Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2018-03026 medical devices: comprehensive segmental revision system tumor body pn211223 ln706860. Foreign report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not explanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty. Subsequently, the patient was revised two years later due to instability of the shoulder due to absence of deltoid muscles and implanted with a custom constrained shoulder. Furthermore, the patient underwent a revision three months later due to disassociation of the custom device from the proximal shoulder body.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-rays were received and reviewed. Per the review, "overall fit and alignment of the implants is appropriate. Patient is osteopenic. No signs of loosening, wear, radiolucency. The humeral stem does not appear to be attached to the humeral head/glenoid component. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.